Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture : observed an opening assessed as fold flaw opening and one opening assessed as unidentified (tear) opening. ¿ delamination: no observed. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture confirmed with MRI". Healthcare professional reported later via rga form "hole on patch side and valve delaminated from shell". This record is for the right-side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture confirmed with MRI". Device has been explanted and replaced.

Event description:
Healthcare professional reported later via rga form "hole on patch side and valve delaminated from shell". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h6.